Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. An investigation was conducted into the device design to determine if the design contributed or caused the event. The CT scan information of this case was shared with depuy synthes r&d on november 6, 2018. The CT scan met the requirements specified in the CT/cbct scan protocol to continue with the implant design. The skull of this case showed a defect on the patient¿s right side. The design for the implant was created according to the relevant work instruction for psi design. The implant was designed with a standard thickness of 4 mm and an offset from the psi to the defect of 0.2 mm. Upon receipt of this complaint information, a further retrospective review of this case was performed, using mimics (v17) to review the design files (stl format) in conjunction with the original dicom (CT) data set. This additional verification revealed potential contact points of the psi with the skull in the CT scan. Image 1, indicates a minor (up to 0.44mm) location which could have contributed to the received surgeon feedback. Although not a definitive cause of the complaint, this may have contributed to the intra-operative issue. The thickness of bone in this area may have contributed to the data loss during file conversion which can be compared between images 1 and 2. These considerations are in-line with the current patient specific implant instructions for use, ¿before fixing the patient specific cranial / craniofacial implant, bone resection may be performed and the bone interface may be cleaned according to the images for approval, previously defined by the surgeon¿ and ¿the edges of the peek device may be tapered/feathered by the surgeon prior to implanting the device to overlap the native bone.¿ review of the case file ¿patient specific implant design review checklist¿ for this implant showed that the implant was reviewed and approved by an independent reviewer according to the relevant work instruction for psi design. Per the description above, the psi case file was reviewed. The investigation included a review of the documentation, forms, digital model (cad) files, along with the surgeon report. The design was completed and verified as per the design instructions. A design review indicated a potential contact point on the bone as well as the bony anatomy with regards to density and thickness may have contributed to the complaint condition. However, this is appropriately addressed in the device's instructions for use. This non-manufacturing investigation is therefore closed by product development as undetermined regarding a design related root cause. Conclusion the complaint was not confirmed during investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID: (B)(6). Device has not been explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported on (B)(6) 2018, during craniotomy, the surgeon complained that a patient-specific implant (psi) peek was not 100% matching to the defect of the patient's cranium. The surgeon encountered challenges when attempting to put in the flap: the flap was correct size and shape but the form and contour did not fit the patient defect; flap was physically a different shape to the demo approved; flap was re-customized by cutting; flap was implanted using large matrix mesh to cover the defect. Thus, the surgeon had to use an unknown matrixneuro mesh with it. It was unknown if there was a surgical delay. The procedure was successfully completed. Patient outcome was unknown. This report is for a psi peek implant. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: sd800.434; lot: 2l63636; manufacturing site: mezzovico; release to warehouse date: november 30, 2018. A manufacturing record evaluation was performed for the finished device, lot number 2l63636, and no non-conformances were identified. Product was not returned. The provided pictures were forwarded to the responsible product development center for further analysis. The review of the device history record revealed that this implant was manufactured in november 2018, according to the specifications. The part conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. No manufacturing related issues that would have contributed to this complaint were found. Based on the investigation, the complaint will be closed as not valid. Based on the fact that it is not possible to evaluate the complaint further by the provided pictures. And passed on the fact, that our detailed complaint evaluation did not highlight any flaw in the design and data handling process, no further actions are taken. Based on the information available, it has been determined that no corrective and/or preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.